Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was received for physical investigation and a physical investigation was performed for the catheter. During the investigation, the collecting bag connector tube was missing. The tube of the catheter was found kinked at 64 cm from the tip of the catheter. After flushing the catheter test guide wire was inserted and passed through the catheter with slight resistance. Aspiration test was performed and slightly lower than nominal aspiration level was achieved. Therefore, the investigation is not confirmed for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. H11: d2b (mcw; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly was clogged and stopped aspirating. The procedure was completed using another device. There was no reported patient injury.